Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported through a research article identifying proglide and prostar xl devices that may be related to a failure to achieve hemostasis, in which manual compression was applied. Specific patient information is documented as unknown. (B)(6).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The perclose proglide device referenced is being filed under a separate medwatch MFR number.